Manufacturer narrative:
(B)(4). The device is currently being investigated at the manufacturing site. Once the investigation is complete, another report will be submitted with investigation results.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate on three occasions. The patient experienced increased pain and went to the emergency room because of withdrawal symptoms. The pump was subsequently explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the returned pump underwent a series of investigative assessments to verify the reported issue including pathway priming and flow testing. Based on the results of the investigation, the reported issue was confirmed. The cause of the confirmed failure was undetermined as the valves worked per specification. Although the cause could not be determined, it is probable that it could be related to an obstruction in the flow path related to drug or drug precipitant, which may have cleared during investigation/destructive testing. (B)(4).